Event description:
Reported received of an overdelivery of dilaudid due to operator error. Initially, the pump was programmed with the correct drug concentration of 1mg/ml. During the night, the drug concentration was reprogrammed incorrectly with a concentration of 0.1mg/ml and not the intended 1mg/ml. The remainder of the pump programming could not be recalled. The nurse caring for the patient in the morning, noted that the patient's personality was more argumentative then usual. The patient was sent to a different unit for a procedure. While in the procedure room, prior to the procedure starting, it was noted that the patient's blood pressure and pulse had decreased, and pt's skin color was described as "gray". The pca program checked and it was discovdred that the patient received 9 hours of dilaudid at a concentration that was 10 times greater than what was ordered. The total amount of medication infused was not specified. The pca was discontinued. The anesthesiologist monitored the patient and kept pt sedated for the procedure. The pt was given oxygen during the procedure. The pt did not experienced any adverse sequelae. Though requested, there was no further information available.